Event description:
It was reported that patient presented to clinic for follow up. It was noted that the atrial lead exhibited noise over sensing. The atrial lead was explanted and replaced with new lead on (B)(6) 2026. The patient had no consequences throughout the procedure.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductor paths. Destructive analysis found the inner insulation was damaged at the distal region consistent with procedural. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.